Event description:
The manufacturer received information a trilogy ev300 ventilator was reported to have failed the test step for active exhalation verification in the system setup test. There was no patient involvement, and no harm or injury reported. The device requires replacement of the 3-way solenoid and proportional valves to remedy the active exhalation verification test failure. The onsite repair service has not yet been scheduled with the customer. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.